Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A distributor contacted heartsine to report that a customer¿s device could not be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
A distributor contacted heartsine to report that a customer¿s device could not be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The customer contacted heartsine to report a non-critical issue with their device. Upon evaluation of the customer¿s device, heartsine observed that the device that the device could not be powered on. This was attributed to corrosion on the battery side contact collars which had impeded the connection between the device and pad-pak. The corrosion observed on the pad-pak contact collars and pogo-pins would suggest that the device was stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.